Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The histoacryl can't flow out when twisting off the ribbed tip of the cannula as usual. There is something white after polymerization. Surgeons have to cut the bottom of cannula by scissors. The surgeons don't dare use the left products and the point is the surgeons have many years experiences in using histoacryl so they know the right technique as well.